Event description:
Voluntary medwatch received states that the lead was capped due to infection. There were no patient consequences. No additional information was reported.

Manufacturer narrative:
Serial number is unknown therefore UDI cannot be retrieved.